Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the needle of the bd insulin syringe with the bd ultra-fine¿ needle broke off into the vial when drawing up insulin. The following information was provided by the initial reporter: ""needles are falling out of syringes" consumer stated, when drawing insulin, the needle only, will break off in vial stated, once the insulin is in syringe, its wasted because the needle is stuck in vial stated, he is not able to use the syringe when that happens stated, he is concerned that could happen when taking an injection stated, his wife has also experienced the issue"

Manufacturer narrative:
H6: investigation summary customer returned (1) loose 0.3ml bd insulin syringe. The customer reported that the needle will break off in the vial. The returned sample was examined, and it was observed that the cannula was undamaged. The sample was tested for point geometry, outer diameter and lube coverage (specs: outer diameter for 30g cannula: 0.0120¿- 0.0125¿) and it was observed that the sample measured within specification at 0.0123¿ and exhibited good point geometry and sufficient lube coverage. No defects compromising the cannula integrity were observed. The alleged issue could not be confirmed based on the sample returned. Due to the batch being unknown, no DHR review can be completed. Embecta was not able to duplicate or confirm the customer¿s indicated failure. Root cause cannot be determined at this time as the issue is unconfirmed.

Event description:
It was reported that the needle of the bd insulin syringe with the bd ultra-fine¿ needle broke off into the vial when drawing up insulin. The following information was provided by the initial reporter: ""needles are falling out of syringes" consumer stated, when drawing insulin, the needle only, will break off in vial stated, once the insulin is in syringe, its wasted because the needle is stuck in vial stated, he is not able to use the syringe when that happens stated, he is concerned that could happen when taking an injection stated, his wife has also experienced the issue"